Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that she underwent a sling procedure on an unknown date. The patient experienced mesh erosion into her vagina and pain. The patient was unable to walk very far, sometimes bedridden for weeks at a time, unable to shower on her own and unable to have sex with her partner. The patient experienced headaches daily and had severe leg and groin pain. Currently, the patient stated she had a urinary tract infection and has an appointment with a new surgeon on 01/11/2016. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent a sling procedure on (B)(6) 2011 and mesh was implanted. From the day one after the procedure, the patient experienced and pain in her back, legs and vagina. The mesh was eroded into vagina and the part of mesh was removed. It was also reported that now the patient is still experiencing daily pain, dyspareunia, severe incontinence, difficulty to walk and severe depression. It was reported by the patient that she takes pain medications. (B)(4).